Event description:
The physician attempted to advance the stent delivery system into the sheath. At the hub before entry into the sheath, the catheter would not advance, therefore, the physician applied force. The catheter became lodged in the hub of the sheath and the physician decided to remove it. There was resistance removing the catheter and an audible pop was heard. After it was removed, it was discovered that the catheter tip had dislodged and was visible in the hemostatic valve outside of the patient's body, and just inside the sheath. The tip was removed and two subsequent stents were implanted with no complications. It was reported that there was no effect to the patient.

Manufacturer narrative:
The guide wire, introducer and partial stent delivery system (sds) were returned for analysis. The tip-lumen assembly was reported to be retrieved but was not returned. The stent had not been deployed. The sds was exercised per the IFU and the stent deployed as intended. There were no kinks found on the guide wire. The guide wire was loaded through the sds with no resistance. The sds was inserted into the introducer with no issue. The tip lumen had detached from the ratchet stem. Beyond the missing tip/lumen assembly, there were no observations noted with the ratchet assembly or any other portion of the sds. The force applied by the physician ultimately broke the tip-lumen assembly. The root cause for difficulty advancing the sds over the guide wire which led to the tip detachment was no obtainable. There have been no previous reports of difficulty loading the supera veritas 6fr sdd on a guide wire and no issues were observed during verification and validation testing.